Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician did not observe any foam particles in the airpath, however blower foam degradation was noted. In addition, the service technician found dust contamination and displayed error code e031 (motor vbus high blower off) and e053 (comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.